Event description:
The initial reporter received a questionable ise indirect na for gen.2 result for one patient sample with a cobas 6000 c501 module. The initial result was 160 mmol/l. The repeated result was 137 mmol/l. The questionable result was reported outside of the laboratory. The repeated result was deemed correct. The electrode lot number was p32 with an expiration date of 10-may-2022.

Manufacturer narrative:
The field service engineer found a split vacuum tube on the rinse arm and replaced it. The customer successfully ran calibration and qc. The investigation is ongoing.

Manufacturer narrative:
The customer's calibration was not ok, alarms were noted. The level 2 qc recovery was outside of 2sd. The investigation reviewed the system's alarm trace which contained multiple calibration compensation and preclean short alarms on the date of the event near the time sample was processed. The investigation determined the service actions resolved the issue.